Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI : (B)(4). Concomitant medical products : catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 2656780, catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 752780, catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 050480, catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 967500, catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 702240, catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 353860, catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 604470. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, e1, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed as the visual examination showed that there is damage where the tray is connected to the stem. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown taper adapter, unknown. Unknown glenosphere, unknown. Unknown baseplate, unknown. Unknown humeral tray unknown. Unknown humeral bearing unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's right shoulder was revised fourteen (14) days post implantation due to the taper adapter disengaging from the mini baseplaste. The whole shoulder was removed and replaced due to the stem disengaging during the revision. Attempts were made to gain information, however no additional information was made available.